Event description:
The manufacturer received information alleging ventilator inoperative alarms were discovered in the device's event log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the third-party service center ventilator inoperative alarms were discovered in the device's event log. The device's circuit board need to be replaced to address the issue. Additionally, the device's overlay is damaged and lcd pixel issues.